Event description:
It was reported that guidewire detachment occurred resulting in additional intervention. A rotawire and rotapro 1.25mm were selected for treatment for a diseased coronary artery. Post ablation, the devices were being removed via dynaglide mode when the rotapro 1.25mm cut the rotawire. The detached radiopaque tip was within the patient vessel. An attempt to snare the detached tip was unsuccessful. A stent was implanted to stent the detached guidewire tip to the vessel. The procedure was completed with no patient complications.